Event description:
It was reported via a merlin.net transmission, an alert for high out of range hv lead impedance was observed. Lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.